Manufacturer narrative:
Investigation is on-going. When the investigation is completed, a follow-up report will be sent.

Event description:
The report stated that forcefxc, es generator was being used when a hole was burned in the patient bowel. A non-valleylab pencil was in use with the generator. The doctor reported the pencil remained on when activation should have stopped and burned the bowel. The surgeon noticed immediately and repaired inter-operatively with a suture. Patient is currently fine, but will be under observation.